Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was using off-label fiasp insulin. Tandem technical support provided off-label insulin messaging. The customer declined further troubleshooting. Customer's blood glucose was 250 mg/dl.

Manufacturer narrative:
Per tandem user guide:only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.